Event description:
It was reported that the patient had multiple dislocations post acetabular revisions to the g7 dm. The patient had dislocated and returned to the ER where an intraprosthetic dislocation post closed reduction was found. Subsequently, the patient was revised four years post implantation to a freedom cup.

Manufacturer narrative:
(B)(4) 110024465 g7 dual mobility liner 46mm g 525850. 00877702804 bioloxâ® option, head, xl, ã¸ 28/+7, taper 12/14 2909484. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02057. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Visual examination of the provided pictures identified the bearing, liner, and ceramic head all explanted and covered in bio-debris. The head shows scratching/metal transfer. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing. One undated x-ray assessed and not submitted to mmi, as the phase of care the image was taken, is unable to be determined. A definitive root cause could not be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.